Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the r-pda. Five nc euphora and one sprinter legend ptca balloons were also used during the index procedure. It was reported that patient's cardiac enzymes were elevated on the same day post index procedure. Cec adjudicated the event as target vessel myocardial infarction.